Event description:
Customer called to report that he was hospitalized due to low blood glucose. Customer stated he was driving, couldn't see anything and pulled over. Customer stated that the police officers thought he was drunk and began to hit him. Customer stated that his head was bleeding so bed that they called the paramedics. Customer stated that he told the paramedics that he had diabetes and they tested his sugar, the blood glucose was 40 mg/dl and he was transported to the hospital. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.